Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive, occurring occasionally over several months, and the device was functioning during the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, with guidance to restart the pump if the issue recurs and to capture a video for troubleshooting. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the implicated device component being the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.